Manufacturer narrative:
The device was received fully deployed. A tear on the exposed portion of the soft cannula was observed to cause fluid to divert from the intended fluid path. The exact timing cause of this damage could not be determined. Pod data indicates there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient stated their ketone levels rose to 2.6 and decided to go to the emergency room. While waiting, the bg levels and ketones both dropped and the patient went home without receiving treatment.